Event description:
During a procedure, the surgeon experienced coagulation issues. He properly sealed two vessels, but after 30 minutes into the case, he found the trissector would no longer seal/coagulate. Appropriate generator tones and decreasing impedance bars (representing increasing impedance) were observed, but the trissector would not coagulate further vessels. In desperation, the surgeon hit the yellow "cut" pedal which resulted in cutting the vessel he was attempting to seal. At this time, the case became very bloody and a gyrus acmi lyons forceps was used to close the vessel and finish the case. The pt did not experience any further complications and did not require any add'l hospitalization. During the case, the surgeon and the sales rep did notice damaged insulation on the shaft of the trissector, but was not sure this attributed to the lack of coagulation. They thought it was damaged going through the trocar. The trissector used in the case was returned to gyrus acmi for investigation.

Manufacturer narrative:
Device was received with some coagulate on the lower cut jaw. The device shaft insulation was torn up, it appeared to have been scraped against a hard object. The cut spring in upper jaw was in place and intact. Jaws opened and closed smoothly, shaft rotated fully with no binding observed. After removing the coagulate from the jaws, the device was connected to the generator at the correct defaults (tr2 50/vp3 40 ), the device was activated and coagulated test tissue. Proximal ends of the jaws did not contact the hub and completed the jaw closure. The device was found to operate as designed with no decrease in coagulation or cutting performance. Failures such as these may be attributed to coagulate build up on the jaws, as referred to in the IFU.